Event description:
Reporter indicated that their vns therapy programming wand was not properly establishing communication with patients' pulse generators. Wand was subsequently returned to manufacturer for analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.